Manufacturer narrative:
Product complaint#: (B)(4). UDI: (B)(4).

Event description:
As reported by the sales rep via phone, when unwrapping the handpiece prior to a shoulder surgery, the rubber gasket came off. Another handpiece was used to complete the procedure with no delay and no patient consequence.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received at the service center and evaluated. It was reported when unwrapping the handpiece prior to a shoulder surgery, the rubber gasket came off. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, it was found that the seal was worn; therefore, it was replaced. In addition, it was identified a physically broken. The testing of the unit was completed per the service manual, the unit passed all functional tests and is fully operational. With the given information, the root cause for the failure found can be related to the lack of maintenance or incorrect handling as well as caused by fall. However, this cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:1913m4336r, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.